Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the b30 error was not duplicated, during inspection. However, a failure of the scope hardware was identified. Which, may have contributed to the failure. In addition, the scope connector failure, it was confirmed, the scope detection was poor, due to the failure of the scope controller. This is likely, caused by accidental failure or handling. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii xenon light source was having connection issues they were able to continue using it, but it was fragile, and the movement was causing issues with the functionality. There was a 30-minute delay whilst trying to connect the scope. This was during a colonoscopy procedure; the procedure was completed successfully. It was a day procedure; the patient was discharged the day of surgery. The olympus field service technical support further reported the error code was a b30. This report is being submitted for the b30 error. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus and the customer¿s allegation was not confirmed. However, the occurrence and recurrence cannot be denied. Additionally, evaluation found the unit unable to detect scopes, an e315 being displayed, and there were connection issues. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.